Manufacturer narrative:
(B)(4) (foreign contaminant in lens vial. Eval, method - lens works order search. Results: a lens work order search was performed and no similar complaints were found within the same work order. (B)(4).

Event description:
The rptr stated the surgeon attempted to use a micl 12.6mm implantable collamer lens. When the doctor opened the vial, he noticed there was a eyelash in the vial. There was no pt contact.